Event description:
It was reported that the unit was turning off and going into standby mode. It was further reported that this happened 3 times during a case.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.